Event description:
It was reported that the system 9800's lift column hesitated when activated. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The lift column power supply was replaced. The system was tested and found to be working as intended and placed back into service.